Event description:
Surgeon was using the axsos 3 distal femur plate with the 5.0 target device. He was having trouble with the locking screws at times. He would thread them into the plate and on 3 occasions he was unable to advance them to the proper depth. He had to thread them out and then put a new screw in.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The reported event of the no fitting for locking screw axsos 3 ti 5.0mm / l90mm could not be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Surgeon was using the axsos 3 distal femur plate with the 5.0 target device. He was having trouble with the locking screws at times. He would thread them into the plate and on 3 occasions he was unable to advance them to the proper depth. He had to thread them out and then put a new screw in.